Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The implantable pulse generator (ipg) exhibited invalid data. The right ventricular (rv) lead exhibited short v-v intervals and oversensing was noted on the right atrial (ra) lead. The ipg, ra and rv leads remain in use. No further patient complications have been reported as a result of this event.